Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that during a routine clinic visit, patient was noted to have degraded portion of inner and outer lumen of driveline proximal to connector. The green wire was exposed with the insulation worn off. The site contacted the clinical specialist. There were no electrical faults which was confirmed with log files. Clinical engineer advised the clinical specialist to wrap the green wire separately with rescue tape then perform the sheath repair per protocol. The site did not feel conformable sending the patient home overnight and elected to admit the patient until the clinical specialist was site. Sheath repair performed per protocol. No electrical fault alarms during or after sheath repair. There were no pump stops during the procedure and no reported effect on the patient.

Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not performed since the log files were not available for analysis. On-site inspection of the driveline cable revealed a degraded portion of inner and outer lumen of the driveline proximal to connector and exposed wire with worn insulation. A driveline sheath repair was performed to mitigate the reported event. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Heartware has opened an internal investigation to address driveline sheath damages. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.